Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed out the supplies (cartridge and infusion set). As the customer was not receiving an alarm at the time tandem technical support was contacted, a system check to help determine a possible cause of the occlusion was not performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.